Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported on january 8th 2013 during device follow up the patient made a suicide attempt and had tried to burn the electrodes. The patient had suicidal ideas. The patient was implanted with a deep brain stimulation system. Re-admission of the patient was requested. Patient had initially been forced to re-admission for psychiatric care/imminent danger following an attempted suicide where the patient had tried to set themselves on fire in aim of burning the stimulation electrodes which was stopped by family members on (B)(6) 2013. The patient had several very limited superficial burns to lower limbs. The attempted suicide had occurred following a family crisis and within the context of the patient being aware of the decline in their clinical condition since being included in the study. An immediate trigger for the action seemed to have been an argument with the patient¿s son. During the patient¿s last time at home the patient was living without assistance but when the patient returns home will have 3 hours of care per day. The patient¿s initial mood in the hospital was hostile and argumentative. The patient was notably agitated the first night and required restraints in bed and an intramuscular sedative injection. Over time a treatment relationship was established. An appointment was arranged for (B)(6) 2013. The patient had been locked into a hospital and was then excluded from the study although the team remained available to provide new stimulation methods which would require admission to a psychiatric department for the day which the patient was very strongly refusing. Electrostimulation had been deactivated due to it being not possible to rule out disinhibition effect of stimulation being the cause of the clinical state decline. Deactivation had done nothing to change the patient¿s clinical state; it was noted that all the fruitless attempts at treatment suggested this may be incurable. The patient mentioned being very distressed, often close to hopelessness with suicidal thoughts which had appeared to be latent without being active under stable and contained conditions. Patient wanted to continue care as they had recently stayed in a beneficial environment. Patient¿s treatment included lysanxia 10mg three times a day, temesta 2.5mg once a day, temesta 1mg 3 times a day, theralene 20 drops at night time, anafranil 25 mg on 4 different occasions, lantus 30iu in the morning, acetaminophen 1g 3 times per day and a topical dressing. No actions or interventions were taken. It was unknown if the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.